Event description:
The complainant alleged during an attempt to pace a patient (age and gender unknown), the device failed to pace. Complainant alleged that during an event the clinician attempted to pace a pt and determined that the device was not delivering current. Complainant indicated that there were no alarms during the code and there were no pacer stimulus pulses observed on the display. Complainant indicated that the pt subsequently expired, but feels this was not due to the device's reported malfunction.